Event description:
Customer reportedly received the following results on the guide system within 10 minutes: 315 mg/dl, 197 mg/dl, 180 mg/dl, 161 mg/dl, and 123 mg/dl. No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.